Event description:
It was reported that post a stenting treatment procedure, stent occlusion occurred. At the time of the index procedure, the patient presented with a myocardial infarction. The patient was treated with deployment of a 3.0x24mm taxus liberte stent to the proximal right coronary artery. After an unknown period of time, the physician noted that the stent had become "blocked". An unknown guide wire was used to attempt to cross the blockage, but it could not cross the taxus liberte stent. Additional information has been requested but is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).